Event description:
It was reported that the patient developed an infection at the pod¿s insertion site (leg) while wearing the device between 36 and 48 hours. Patient reported the infusion site to have redness, swelling and pain. The patient visited urgent care and was diagnosed with cellulitis. The patient was treated with clindamycin (taking 1 capsule every 8 hours) and ointment cream. The pod was removed prior to seeking medical attention and a new pod was applied on a different infusion site.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported urgent care visit and skin infection. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: lockdown. Omnipod software app version: 3.1.1. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: l2+. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.